Manufacturer narrative:
(B)(4). It was reported that during a surgery, two shutdowns occurred. DHR review and review of complaint history were not performed based on the low severity of this complaint. Based on the investigation performed, the technical root cause of the first communication failure is a vigilance device failure. The technical root cause of the second communication failure is a shared memory error.

Event description:
A field service engineer was present for a seeg case at (B)(6) in (B)(6) with two surgeons. At 11:10 am the robot shut down when user was driving to a trajectory. The drill adapter was in the instrument holder. There was a 5-10 minute delay. At 12:06 pm, there was a robot shut down when the arm was in the intermediate position.

Manufacturer narrative:
Correction of software version in d4 additional device information (lot number).

Event description:
A field service engineer was present for a seeg case at ohsu in portland, oregon with two surgeons. At 11:10 am the robot shut down when user was driving to a trajectory. The drill adapter was in the instrument holder. There was a 5-10 minute delay. At 12:06 pm, there was a robot shut down when the arm was in the intermediate position.